Event description:
First of all, I would like to apologize for my english: I'm (B)(6). After getting through all the tests ensuring that I was a good candidate for lasik and being assured by physicians that it was completely safe, I underwent surgery in (B)(6) 2009, on both eyes. After one month, the right eye underwent surgery again. Since then I've developed severe and permanent eye dryness along with blepharitis, recurring keratitis, and important photophobia. Nothing soothes my pain: neither artificial tears, lubricant gels, lachrymal plugs, neither oral drugs such as anti-inflammatory, corticoids, or restasis and cyclosporine instillation during more than 2 years. What about my life today, around three years after lasik? My quality of life has been completely degraded. This eye dryness has destroyed my joie de vivre: no more outing with friends, impossible to live in the environment that we share: sun, light, heating, wind, air conditioning. No more computer, tv set, or even simply reading. No social life. I can't imagine any project. I've quit my job, I was a (B)(6), because I can't work anymore. The permanent ocular pain (feels like sand in eye, itchy eyes, irritation, burning) affects my personality and spoils the pleasure to be surrounded by my family. I wonder when this will end: "never" told me all the physicians I have seen, the persistent eyes dryness is irreversible. I feel like living a nightmare, never waking up. My feelings are confused: anger against a lack of medical ethic, hopelessness to live with this permanent pain the rest of my life, remorse of having myself engendered my own tragedy, just in the name of coquetry. My questions: how many people must have their live destroyed before it be admitted that refractive surgery is not harmless? Is it right to propose lasik surgery on surely myopic eyes, but still healthy eyes while: ophthalmology is unable to detect the cases that could develop devastating side effects. Ophthalmology is unable to repair efficiently the damages that have been produced.